Event description:
Approx 1 hr into hemodialysis treatment staff found that a clamp on the arterial chamber medication side arm tubing was cracked and did not fully occlude the tubing. The blood tubing and dialyzer circuit was discarded due to air in the line resulting in estimated blood loss of 250cc. No pt injury or need for medical intervention is reported.